Event description:
During neck dissection, harmonic device was functioning fine until cutting function would no longer operate. The coagulation function was still operating. The device was taken off the field.